Manufacturer narrative:
Carestream health inc. (Csh) has investigated this issue and it was determined that this was due to user error while driving the unit by putting the tech's back against a door while pulling the device towards him and through the door. This resulted in the tech's leg to be injured. Carestream has been unable to obtain additional details regarding the status of the technician's injury. The customer site was informed of the findings and csh reiterated to follow the instructions for use and recommended guidelines for driving the system. The drx-revolution system was evaluated, and it was confirmed that it was functioning as designed and intended. There are no further actions to be taken by carestream health inc. Related to this issue. The risk has been mitigated as far as possible. Carestream has completed this investigation.

Event description:
On 20-feb-2024, carestream health inc. (Csh) was informed of an unintended movement while using the drx-revolution plus mobile x-ray system.